Manufacturer narrative:
A visual analysis, functional evaluation and dimensional verification of the returned zero tip basket were performed. The device was received with the original, opened, and labeled pouch. Residue was present on the returned device. The basket and all of the basket wires were present and attached. One of the basket wires was bent approximately 2mm from the distal knot. Several bends were identified within the silver section of the outer sheath. When the handle was actuated, the basket would close and open. The sheath s/a working length measured below the lower specification limit. This is likely due to the bent sheath. Most likely the defects noted were due to some operational or anatomical aspect of the procedure. The bent sheath impacted the basket ability to close properly. Therefore, the most probable root cause for the complaint is operational/physiological context. A review of the device history record (DHR) was performed and there were no non-conforming events or any deviations identified in the DHR review. The DHR review confirms that the accepted device met all manufacturing specifications. Based on this analysis, this event has been deemed no longer MDR-reportable.

Event description:
It was reported to boston scientific corporation that a zero tip basket was used to an unknown procedure on (B)(6) 2013. According to the complainant, during the procedure, the device did not work and it was defective. The procedure was completed with another of the same device. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a zero tip basket was used to an unknown procedure on (B)(6) 2013. According to the complainant, during the procedure, the device did not work and it was defective. The procedure was completed with another of the same device. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.